Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device information is unknown. Based on the information received, the root cause could not be determined.

Event description:
(Report 1 of 5) in the article " a comparative study of three different surgical methods for both-forearm-bone fractures in adults", lee, s.k., et al, a retrospective study was performed from february 2007 to march 2015. 101 patients were evaluated in the study. The orif group (n = 41) was treated using a pre-contoured plate (acumed, hillsboro, oregon), the imn group (n = 28) was treated with imn (acumed, hillsboro, oregon), and the hybrid group (n = 32) was treated using plate fixation for the radius and imn for the ulna (acumed, hillsboro, oregon). The following complications were reported: - one nonunion occurred in the imn group which required revision to plate - two delayed unions occurred in the imn group - one patient experienced a refracture after implant removal. Thus, orif was performed again for this patient. - one superficial infection, which resolved after the administration of oral antibiotics there are 5 related report numbers for this event 3025141-2024-00411.